Event description:
The complaint was confirmed. Upon receiving the device, the ipc service seal was observed to drag excessively when pushed in. The seal was removed cleaned and replaced but this did not resolve the observed drag. The seal was replaced with a new one, and then the drag was resolved.

Event description:
The following has been reported: biomed reported: we have a pump that is stating misloaded cassette after cleaning and power cycles. Attached are the logs please evaluate. No patient harm or stoppage of infusion. Qa note: 2 issues found during initial log file review of cmt-01898. See cmt-01898 for pneumatic valve issue. A preliminary review of the logs identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.